Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a twisted cable unit. During the device evaluation, an additional issue was discovered because of the cable unit becoming twisted; the device had lost its watertightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition autoclavable camera head had flickering images due to a possible cable break. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the device had an image failure. This report is to capture the reportable malfunction of the missing image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the image defects are a result of cable unit damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.